Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: the customer reported receiving another occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 204mg/dl. System check was performed and the pump performed as intended. No damage was noted to the cannula. It was reported that the customer keeps their pump inside their pocket without a case. It was also reported that the customer added insulin into the cartridge outside of the load sequence. The customer reportedly uses humulin-r u500 insulin in their pump. Tandem technical support educated the customer that adding insulin into the cartridge outside of the load sequence is off label and can cause a false occlusion alarm. The customer was able to successfully deliver a bolus after an infusion set site change. T:flex user guide states: do not remove or add insulin from a filled cartridge. T:flex user guise states: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 307mg/dl and a correction bolus was delivered to address the bg level. No troubleshooting was performed for the past occlusion.